Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). It ws reported that the software issue that locked up computer and caused both screens to freeze prior to the case. The case was rescheduled for the following day. There was no harm to the patient.

Manufacturer narrative:
Follow-up #1 and final report submitted to correct and update sections based on the results of investigation. Conclusion: an event regarding a non-functional navigation computer was reported. The device was inspected by service, no video output on either monitor. The event was confirmed. The 2u was successfully replaced in the gud. Method & results: -device evaluation and results: per gsp case (B)(4) , mss called and stated the gud was locking up and was not able to log in and screen was fuzzy. The tech successfully replaced 2u computer ((B)(4)). -device history review: a review of the DHR associated with (B)(4) found quality inspection procedures successfully passed.

Event description:
The surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). It ws reported that the software issue that locked up computer and caused both screens to freeze prior to the case. The case was rescheduled for the following day. There was no harm to the patient.